Event description:
Senseonics was made aware of an incident where reporting of receiving "no sensor detected" alerts which led to early sensor removal.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
Customer complained that they cannot feel the sensor and that they are unable to get a good signal when their arm is not held in a certain position with pressure. The issue was not resolved with placement troubleshooting or replacing the transmitter. The user was advised to reach out to their hcp for assistance with locating the sensor and to discuss next steps, such as removal and replacement of the sensor. A sensor RMA was issued for further investigation. By complaint closure only the transmitter was returned to senseonics. Investigation found that the returned transmitter passed all tests and there was no problem found with it. The data management system (dms) confirmed that the user was re-inserted with a new sensor on (B)(6) 2026 and is currently using the system. In associated case related to the inability to remove sensor (MFR#: 3009862700-2026-00511), the rcm reported that the sensor was palpable; however, the location of sensor relative to triceps made sensor rf connection poor, and removal difficult. The customer's issue was likely related to the inability to maintain proper placement of the transmitter over the sensor due to the location of the insertion.